Event description:
Medtronic received information that unexpected battery power loss, charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Updated summary: medtronic received information that an unexpected battery power loss, charge, or battery lasting less than expected occurred. And the customer also reported a flashing medtronic logo, a blank display, a critical pump error and a reservoir that was unable to lock in place. Troubleshooting was partially performed and no harm to the to the medical institution was reported. The device will continue to be used and it will be returned for analysis.

Manufacturer narrative:
Information (rfrs f001, aa99, fa09, and ca18) has been received which was not added in the initial report. The information has been provided in sections b5, h6 (medical device problem code) and h10 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.